Event description:
It was reported that a local area field representative called technical services (ts) to request information related to conversion testing performed with this subcutaneous implantable cardioverter defibrillator (s-ICD) system at time of initial implant in (B)(6) 2018. Ts reviewed x-ray images that were provided and noted the system appears to be in a suboptimal placement. Additionally, ts observed the system impedance at time of implant was around 100 ohms and currently is around 145 ohms, occasionally having risen up to 180 ohms at times. Follow-up testing and potential system revision was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
This electrode was discarded at the facility and therefore will not be returned; as such, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that a local area field representative called technical services (ts) to request information related to conversion testing performed with this subcutaneous implantable cardioverter defibrillator (s-ICD) system at time of initial implant in october 2018. Ts reviewed x-ray images that were provided and noted the system appears to be in a suboptimal placement. Additionally, ts observed the system impedance at time of implant was around 100 ohms and currently is around 145 ohms, occasionally having risen up to 180 ohms at times. Follow-up testing and potential system revision was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The device was discarded at the facility and is therefore not expected to be returned.